Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The sapien 3 ultra valve (26mm) was returned stuck within sheath while it is still on the delivery system (figure-1). See visual inspection section for additional visual observations noted during product evaluation. The returned devices were visually inspected for any abnormalities and the following was observed. Valve (crimped): multiple bent struts seen at inflow. No damage seen on valve at outflow. Exposed struts seen at inflow. Valve (post expansion): slight deformation on frame. A 90-degree bent inflow strut near c2 commissure. All leaflets were torn, dehydrated and wrinkled due to storage condition (prolong crimping) during the return handling process. All struts remained exposed through skirt (expected after crimped and used). The device history record (DHR) was reviewed, and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of frame damage was confirmed from the evaluation of the returned valve. A review of DHR, lot history, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, the patient had a small vessel diameter with calcification. The valve was pushed hard, and the struts were bent back. Per training manual, push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification, if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system, and do not over-manipulate the sheath at any time. A narrow vessel along with calcification can prevent the sheath from proper expansion during delivery system advancement through sheath, leading to resistance and high push force. In this case, the valve strut likely caught within sheath during delivery system advancement. In such condition, attempt to further advance the delivery system through the sheath can damage the sheath and resulted in bent strut. The sheath damaged and delivery system flex tip gouges seen in further support the scenario as described above. These patient and procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. Although a definitive root cause is unable to be determined at this time, available information suggests that patient factors (small vessel size, calcification) and procedural factors (high push force) may have contributed to the complaint event. Although no labeling or IFU/training inadequacies were identified, a product risk assessment has previously been initiated to capture the product risk assessment, and a CAPA has been initiated to capture further investigation and any possible corrective/preventive action activities. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Edwards received an article related to this event: "balloon dilatation of expandable sheath to facilitate transfemoral sapien 3 transcatheter aortic valve replacement in severely calcified vasculature", by gilbert h.l. Tang, md e.t. Al. Published in the journal of the society for cardiovascular angiography & interventions. Https://doi.org/10.1016/j.jscai.2021.100009.

Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be completed upon completion. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-01980.

Event description:
Edwards received notification from a thv territory manager that there was resistance advancing the delivery system through the esheath and the 26mm sapien 3 valve struts were bent. As reported, the patient had a small vessel diameter with calcification. It was noted that the access was not ideal. The plan was to use a shockwave prior to sheath insertion, however the esheath was inserted with resistance but was able to get through and shockwave was not performed. The delivery system with valve was inserted and resistance was felt in the area of the external iliac. The valve was pushed with force to overcome the resistance and the struts were noted to have bent. The entire system was withdrawn. The iliac artery was dissected and a piece of the vessel remained on the esheath. The patient was shocked and given chest compressions due to low blood pressure and minimal contractility of heart. The iliac was stented with 4 covered stents and the patient received over 4 units of blood. The patient was placed on bypass and weaned off once blood pressure was stabilized and covered stents were successfully deployed. No valve was implanted. The esheath and the vessel were cut on the back table by the physician for examination of the devices.